Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-00379, 2134265-2016-00380. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was then noted that automatic pullback stopped in the midway.